Event description:
It was alleged that a customer was injured while working on a cobas p 612 pre-analytical system. The customer allegedly was squatting in front of the cobas p 612. At that time, it was reported that the tubes in the right-most out-sort drawer were full and the drawer popped out automatically. The customer allegedly stood up and his head hit the drawer, causing a deep wound. The customer allegedly has the wound sutured. After treatment, the customer is alleged to be gradually recovering.

Manufacturer narrative:
The investigation did not identify a product issue. Per product labeling: "open drawers risk of personal injury by a drawer opening automatically, pinching while opening the drawer, or bumping into an open drawer. -when leaving the system for an extended time, ensure that all drawers are closed. -make sure personnel or objects do not block the drawers. -to avoid pinching, grip the drawer handle from the middle. -do not use force while opening or closing the drawer manually."